Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) trial. It was reported that post a coronary stenting treatment procedure the patient experienced a possible myocardial infarction. In march 2011, a 2.5x18mm promus stent and a 2.25x20mm taxus liberte stent were placed. In (B)(6) 2011 the patient experienced recurrent ischemic symptoms lasting 10 minutes or more with a new st elevation, depression or bbb. Cardiac enzymes, echocardiogram and angiography were performed.